Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported during a coil embolization procedure, the second to the last coil would not detach using a detachment controller. When the coil was pulled back, it detached inside the microcatheter, and the coil was pushed into the aneurysm using a guidewire. Another coil was placed in the aneurysm, and the case was completed successfully. The patient is doing well.